Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Lot number of device not provided. Manufacturing date is unknown. Additional 510(k) number is k072642.

Event description:
It was reported that the abutment screw fractured. No injury reported.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® goldtite® large hexed screw, ilrghg was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is unknown. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions, breakage, warning. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the subject lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review was performed by item number (ilrghg) for similar events, going back 12 months from notification date, (complaint category keywords: fracture screw) and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: august post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (ilrghg). Malf/event: based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned.